Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited wound infection. Reportedly, the patient device was implanted in the abdomen, and the infection was caused by an abdominal wound. A revision was performed and the crt-p along with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).